Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual inspection, the sample was found to be ruptured and received in two parts. The product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-dec-2020, mentor became aware of omitted data in previous report. Block d9 entry fields have been updated. Manufacturer¿s reference number: (B)(4) d9. Device available for evaluation? Yes. D9. Date device returned to manufacturer: 07-dec-2020. D9. Is device returned to manufacturer? Box checked.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 550cc smooth mentor memorygel breast implant experienced left-sided implant rupture post-operatively. Rupture was confirmed by MRI and physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
Mentor received additional event information that the patient is scheduled to undergo replacement with 550cc mentor memorygel breast implants on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).